Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event and recovered within assay limits. Service was not dispatched for this event. Raw data analysis was conducted. Root cause was determined based on the raw data analysis. The samples show scattered high dc (direct current) events above the neutrophil population and the neutrophil population overlaps with the lymphocyte population. In all sensitivity settings for the blast flag, this specimen was not flagged. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01236.

Event description:
Customer reported erroneous differential results were obtained for one pt when using the coulter lh 780 hematology analyzer. An instrument generated flag for blast cells was not present with the erroneous test results. The test results were determined to be erroneous when compared to a manual blood smear differential. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for the same pt on two different analyzers.